Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hand-assisted laparoscopic hemicolectomy procedure, during anastomosis, the device had poor staple formation and incomplete staple line. An air leak was also noted. The surgeon had to oversew the staple line to fixed and creation of protective loop ileostomy was done to correct the issue. The procedure was extended more than 30 minutes due to the device issue.